Manufacturer narrative:
The employee subject of the reported event, received treatment from the user facility and returned to work. No procedure delay or cancellation occurred. The user facility stated the employee was unloading a tray from the sterilizer and felt moisture on the tray. A steris service technician arrived on-site and was unable to recreate the reported event. The technician confirmed that the employee was not wearing appropriate ppe at the time of the reported event. The steris operator manual states on page 1-2, "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions." And on page 6-14, "steris recommends (in accordance with ansi/aami st58, 2005) wearing chemical-resistant gloves when using the sterilization unit". The technician notified the user facility of the appropriate ppe required when using the v-pro max sterilizer. No additional issues have been reported.

Event description:
The user facility reported an employee experienced a burn when unloading their v-pro max sterilizer, medical treatment was sought and administered.